Manufacturer narrative:
The date of death provided on this medwatch is an estimate as the date has been requested but not received. The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694965 implantable tachy lead, implanted: (B)(6) 2007; 419478 implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported by a patient¿s family member via user facility medwatch that the patient their implantable cardioverter defibrillator (ICD) replaced after approximately 5 years implant duration. The surgery appeared to be successful with little or none post-operative complications. Following replacement, the patient had reported to his spouse that something didn¿t feel right ever since surgery. At 1.5 months later, the device delivered a shock for suspected ventricular fibrillation (vf) which lead to a minor fall at home. Subsequently, the patient was hospitalized. The patient was discharged a few weeks later but never completely recovered and was placed in hospice care soon after where he later died.